Event description:
It was reported that the customer received a no delivery alarm during prime. It was stated that the infusion set has been changed several times. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing. Customer instructed to rewind the insulin pump, reinsert reservoir and run manual prime; the insulin pump did not alarm no delivery. Blood glucose value is 251 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.